Event description:
The customer reported to olympus that the video system center power went off during a therapeutic gynecological procedure. The power to all the onboard equipment went out. Immediately after that, power was restored without any intervention. The procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event. The facility staff suspected that there was a problem with the isolation transformer, and as repairs were planned, they will not be returning any of the equipment. This report is related to the following linked patient identifiers: (B)(6) (d)(4) oev262h, (B)(6) (d)(4) clv-s190, (B)(6)(d)(4) uhi-3, to capture the additional products involved that also powered down.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined since the product was not returned for investigation. Olympus will continue to monitor field performance for this device.